Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 30 units of insulin had been delivered. The customer reported a blood glucose level of 87 (mg/dl). During troubleshooting, insulin was observed leaking from the luer lock connection. The luer lock was reconnected securely and insulin was observed.

Manufacturer narrative:
The t:slim x2 user guide states, "always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin."